Event description:
The ablation catheter would not appear on carto. They were not communicating. Changed ablation handle and the problem persisted. Changed the catheter and problem was resolved. No harm came to this patient.